Manufacturer narrative:
The insulin pump passed pump self-test, off no power test, unexpected restart error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The operating currents were in specification. The insulin pump had an intermittent button response on the act and esc buttons due to moisture damage on keypad traces noted. The insulin pump had minor scratches on lcd window, cracked case at display window corner, cracked reservoir tube lip, scratches on reservoir tube window, cracked reservoir tube, cracked battery tube threads, cracked belt clip slot and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was 600 mg/dl. The customer stated that none of the buttons are responding. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 600 mg/dl. The customer was treated for high blood glucose with a shot.